Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm during a bolus. She could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. The blood glucose reading was 160 mg/dl. She stated that she was able to rewind the insulin pump. Nothing further was reported.